Event description:
A facility reported a perforator did not stop, damaging the dura. The dura was reconstructed (duraplasty), and the event led to 30 minutes surgical delay. The procedure was completed. The drill was a swiss electric. The perforator clicked in place in the drill and the recommended spring tests were not performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye: unit had a destroyed eo label and was lightly soiled. No other anomalies were observed. IFU testing was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release: the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A review of the device history record and trending were performed as part of the evaluation. Product was received for analysis and the investigation could not confirm the complaint. Although the complaint was not confirmed, potential causes of failure include: user misuse.

Event description:
N/a.